Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "misfire/jamming-multiple staples firing". A new stapler was used to complete the procedure. The current status of the patient is "unknown".

Event description:
It was reported that during use on a patient, "misfire/jamming-multiple staples firing". A new stapler was used to complete the procedure. The current status of the patient is "unknown".

Manufacturer narrative:
(B)(4), additional information received on 13 march 2024 states that the defect was found during use on the patient. A new stapler was used but the same issue occurred. Therefore, a 3rd stapler was used successfully to complete the procedure. No patient harm or injury. The patient status is reported as "fine". See associated MDR 3003898360-2024-00208 customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "misfire/jamming-multiple staples firing" could not be confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. There were no functional issues found with the returned stapler. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "misfire/jamming-multiple staples firing". A new stapler was used to complete the procedure. The current status of the patient is "unknown".